Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified neurological surgical procedure it was observed that the burr would not lock into the handpiece device. It was reported that there was a two minute delay in the procedure and an identical spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the burr will not lock in was confirmed. An assessment was performed on the device, the burr lock mechanism assembly was disassembled and the two springs for the lock tabs had failed and were not pushing on the lock tabs to secure cutters. One of the springs were observed to be out of place and deformed. The other spring was out of place and completely gone. It was determined that the cause for the springs to come out of place is due to the handpiece being run without a cutter. The assignable root cause of this condition was determined to be component damage caused by user error due to the handpiece being run without a cutter.